Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt's pump suddenly stopped working with the past yr. Additional info has been requested, but was not available as of the date of this report.